Event description:
Overnight wear of ciba visiion's focus night and day contact lens wears resulted in a 2 mm round corneal epithelial ulcer decentered at 4 oclock position of the patient's left midperipheral cornea. There was enough pain to send her to the emergency room. Vigamox was prescribed and the ulcer is still healing, but will leave a permanent scar.